Event description:
Unit did not boot up properly during a code 99 (code blue). Staff had to force shutdown and reboot machine which caused a delay in testing.this facility has had several similar events with this device. The manufacturer has been notified and sends a rep to inspect/repair the device. The manufacturer will not replace the device. The cause of the problem is unknown and has not been able to be prevented.======================manufacturer response for ultrasound unit, vivid e9 (per site reporter).======================service tech sent in to repair unit is always breaking down service event has been escallated with company for resoulution.